Event description:
(B)(4). Initial info received on (B)(6) 2008 and additional info received (B)(6) 2008: a currently (B)(6) male had 3 treatments with poly-l-lactic acid [sculptra] two years ago, one month apart in (B)(6) 2006 due to "facial wasting" from (B)(6). Injections were given to the cheeks and possibly the temples. Concerning concomitant medications, consumer reported that he had taken (B)(6) medications for 4 months prior to treatment with poly-l-lactic acid and stopped his (B)(6) treatment on an unspecified date, to receive poly-l-lactic acid, and received no other medication at that time. Current concomitant medications are described below. Other past history includes previous treatment with collagen (nos), (which "looked good," and allergies to (B)(6). Consumer reported that after his injections of poly-l-lactic acid, he experienced puffiness in his face, but considered the puffiness to be normal. At the time of the second injections, he told his physician that he noticed nodules on his face where he was injected with poly-l-lactic acid. Consumer stated that the physician did not think it was from poly-l-lactic acid. He had one more, (the third), treatment and was happy with the results, so he did not receive any more treatments with poly-l-lactic acid. Current weight is (B)(6), and height is (B)(6). In the past year, starting on an unspecified date, the consumer noticed nodules in a line on his cheek where he was injected with poly-l-lactic acid. The nodules are the size of pencil erasers and some "maybe double that" in size. On (B)(6) 2008 he developed "sensations" nos, in his face where he received previous injections (not burning or numbness, unable to describe further). On (B)(6) 2008, he developed facial swelling in cheeks and temples where he had injections, he stated it looked "disfiguring;" when asked about the event, he stated that he could see and breathe without difficulty. He then said that 3-4 weeks prior to the swelling, he had acupuncture and fell asleep. The staff woke him up, because they were concerned as he sounded like he was gagging while asleep; however, when he was awakened, he was "ok." He did not call his physician, and did not pay much attention, until the facial swelling 3 weeks later. On (B)(6) 2008, he saw his primary care physician who advised to try desloratadine + pseudoephedrine (claritin d,) did a swab of face and a rapid strep test and culture that were negative. After taking claritin d for two days, there was no improvement, so he went to see an ear/nose/throat (ent) physician thinking the swelling might be related to his sinuses. A CT scan was done and found no problem with his sinuses. The ent wanted to do x-rays but the consumer refused. On (B)(6) 2008, pt saw an allergist who gave him prednisone, in the form of two 9-day courses of treatment: after he finished the first nine day treatment with prednisone, the swelling returned, and he was given another nine day treatment. Prednisone took the facial swelling from a "9 to 10" to a "2." (Some swelling remained even on the prednisone.) The physician thought there was some relation to the facial swelling flare ups with stress and food/environmental allergies, (as it was a "bad season for allergies,") because pt continued to have the swelling even with prednisone. On one of the visits to the allergist, (who was seen a second time by pt,) the allergist on exam saw hives and gave the diagnosis of angioedema. The pt received the second course of prednisone. At the time the facial swelling started, consumer was taking (B)(6) nos and had three months left of unspecified medication for treatment of (B)(6). Specific medications provided include interferon, ribavirin, (B)(6) and "epitan;" (not specified which disease each medication was taken for.) At the time of this report, he had been off prednisone for more than a week, and his facial swelling was about a "7," and consumer reported that people noticed the swelling. He recently (date not provided) saw his primary care physician, who thought that the angioedema was a delayed reaction to poly-l-lactic acid. He has not seen the physician who injected poly-l-lactic acid, but is planning to do so. No biopsy performed to date. Lot number/expiration date unk. No further medical info provided.

Manufacturer narrative:
Additional info for sculptra (lot # and expiration date - not provided) from (B)(4): because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Brr without hint to root cause. No faults, defects or damages detectable. Conclusion: no faults detectable.